Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons regularly get stuck in my vagina and leave fibers [foreign body in reproductive tract]. Tampon leaves fibers [device breakage]. Consumer contacted via e-mail and stated that the tampons regularly got stuck in her vagina and left fibers. No serious injury was reported.